Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was >8 inr. The corresponding lab result reported was 2.4 inr. The pt's coumadin was held for one day. The device was replaced and requested to be returned to the MFR for eval.